Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ driveline extension cable, model #: 100 / catalog #: 100 / expiration date: 31-mar-2020 / lot#: d000063, UDI #: (B)(4), device available for evaluation: no, device evaluated by manuf: no, device evaluation anticipated, but not yet begun, mfg date: 19-mar-2019, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the operations of the ventricular assist device (vad), the controller exhibited a vad stop alarm immediately after the vad operation was started by the monitor operation. The alarm continued for a few seconds and then resolved spontaneously. It was stated that the vad continued to run without any issues. The driveline extension cable (dlec) which was used after wet test was removed and connected directly to the controller. There was no foreign substance on the connection of the dlec. It was also stated that there was no abnormality in the main/sub controller in the last wet test. The controller was exchange and the dlec was remove from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller and driveline extension cable were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the devices passed visual examination and functional testing. No anomalies to the controller¿s driveline connector or the driveline extension cable¿s locking mechanism were observed. Log file analysis revealed a vad disconnect alarm logged at 11:50:51 on (B)(6) 2019, which cleared at 11:50:52, with a successful motor start logged at 11:50:58. This is indicative of a marginal connection. A second vad disconnect alarm was logged at 12:04:40, likely during the reported removal of the driveline extension cable and controller exchange. As a result, the reported event was confirmed. As per the instructions for use, the driveline extension cable should only be used during the pre-implant wet test. It should not be connected when the vad is running. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the devices from performing as intended. The most likely root cause of the reported event may be attributed to a marginal connection between the driveline extension cable and the controller or a marginal connection between the driveline extension cable and the driveline cable. Additional products: d4: lot#: d000063 d10: yes, return date: 13-jan-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.